Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarms during bolus delivery. The customer¿s blood glucose (bg) level was not impacted. The customer mentioned that they are very lean and that the area they use for their infusion set sites is also very lean. No troubleshooting was performed to determine a possible cause of the occlusion alarm.